Manufacturer narrative:
Catheter model: 8709, lot#:l72775, implanted: (B)(6) 2000, explanted: unk; catheter model: 8578, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
When received pump was running in simple continuous infusion mode. The pump logs showed that the pump was last updated on (B)(6) 2013 and was infusing saline at the time. Drug(s) delivered via the pump remain unknown. Pump logs showed three separate motor stall and motor stall recoveries. Testing passed for accuracy but displayed an odd graph. Further analysis was performed. It was found that the pump tube had a kink in the outlet end of the pump tube and the tube itself deformed in shape. The reported event of volume discrepancy was consider as an insight of a possible occlusion that may have occurred. It was not certain that an occlusion did occur but the analysis evidence showed that the condition of the pump tube along with the reported event suggested the possibility it may have occurred.

Event description:
Additional information: the healthcare provider (hcp) had reported on 1/29/2013 that patient was going to be scheduled for a catheter dye study and rotar study. At the "last pump refill" the nurse pulled out "more than expected" and that's all the information reporter had. The pump was returned on 4/30/2014 with no information.

Event description:
A volume discrepancy was reported with actual residual volume (arv) greater than the expected residual volume (erv): arv: 20ml, erv: 10ml. At last refill the erv was 5ml, but arv was 10ml. The logs were read and no stalls were noted except for an 'expected stall and recovery at the time of an MRI in (B)(6).' Additional information has been requested; a follow-up report will be sent when it becomes available.